Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf803.19.

Event description:
It was reported that the patient complained of loose cap and leakage from the adaptor. The health professional confirmed that the cap of adaptor was loose. The adaptor had been used since (B)(6) 2017. No reported patient harm.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient complained of loose cap and leakage from the adaptor. The health professional confirmed that the cap of adaptor was loose. The adaptor had been used since (B)(6) 2017. No reported patient harm.